Event description:
I went to put my sleep apnea mask on and when I turn my sleep machine on it was smelling like burning, I checked the machine, the cord, I do clean regularly, every morning and the water chambers, and use distilled water. I don't under what's happening. I need my machine I can't sleep without it out. I stopped using it straight away and I could smell burnt smell coming from the main end of phillips dream station machine. The machine is only 11 month old.